Manufacturer narrative:
Hill-rom technical support found that a rodent had soiled the logic board. He recommended replacing the logic board. The account did not provide a serial number. It is unknown if the facility performs preventative maintenance on their beds. Three attempts have been made regarding a resolution to this contact line, with no response. Based on this information, no further action is required.

Event description:
Hill rom received a report from the account stating the bed head and knee functions self-run. The bed was located in storage area at the account. There was no patient/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).